Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the insulin gauge was inaccurate. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.